Manufacturer narrative:
Device passed displacement test and self test. No missing segment/partial display noted during visual inspection or during testing. Unit functioning properly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump screen went totally blank and was flashing. Did not get it wet. The customer¿s blood glucose was unknown. The customer was assisted with troubleshooting. Customer stated that the insulin pump was solid white display. Customer did not report of insulin pump screen flashing when screen was turned on after being in sleep mode. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the insulin pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.